Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, overheating of bone, bone resorption, peri-implantitis, pain, swelling, abscess, inflammation.